Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with implantable cardioverter defibrillator (ICD) was having some issues with the device. Additional information indicates that the device was not yet interrogated. This ICD remains in service. No adverse patient effects were reported.